Event description:
It was reported that on (B)(6) 2014 the health care provider (hcp) wanted to remove the entire solution for the pump but despite his attempt he was not able to aspirate the catheter. The device manufacturer representative didn¿t know why the hcp had wanted to remove all the medication. The hcp then reportedly changed the concentration from 5mg/ml to 1mg/ml and programmed the pump to minimum rate mode. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there were no symptoms related to the event. The reason was not determined for inability to aspirate catheter. The patient had a bridge bolus performed. Patient was receiving effective therapy at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).